Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive, at the sensor insertion site. Sensor was inserted at the abdomen, date unknown. Patient described the skin reaction as a red and blistered rash. Patient treats the affected area with over the counter hydrocortisone cream, recommended by her physician at a regularly scheduled doctor's appointment on (B)(6) 2015. At the time of contact, patient reported current condition as okay, but stated that the rash is getting worse. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).